Event description:
The patient experienced intermittent and fainting stimulation. Additional information has been requested. There were 101 months left of the battery. The impedance measurements were normal: 542-824 ohms. Additional information has been requested.

Manufacturer narrative:
Adaptor model 748940 serial# (B)(4) implanted: (B)(6) 2005; programmer model 7434a serial# (B)(4); lead model 3986a lot# n0039975 implanted: (B)(6) 2005. (B)(4).

Event description:
Additional information was received and indicated that the patient had some fluctuating of stimulation, but for now her system was turned off due to her having gall bladder surgery.